Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was on (B)(6) pt was in an accident and their hips got compressed from hitting the back of the seat belt and stuff; pt was then in a lot of pain and the ins was not working. Pt noted the accident from getting hit from behind damaged the ins and stopped it. At the accident they went to try to look for the programmer and it got damaged in accident, then in the ambulance they lost it. The ins was not working since they had it; prior to accident the device was on and after the accident it shut off and since they could not find the programmer they could not find out if the ins worked or not. Since the accident they could move the ins now when they could not prior. Pt said their leads got disconnected from the ins battery for they could now grab and move it. The pt knew they would need to get surgery to replace the leads or the ins. The ins helped them and now their rsd was bothering them since they could not use it, their hands wo uld flair up and burn; they also swelled and turned reddish. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.